Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked battery tube threads. After battery installation unit gave an unexpected partial display on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit passed displacement test and self test. Unit received with corroded battery tube and corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.